Event description:
During set up for a breast biopsy procedure that the dc motor adapter broke off with the removal of the green cable connector. The unit would not operate and it was decided the case would be rescheduled when a loaner control module could be attained. No pt consequence occurred.